Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing was noted on the implantable cardioverter defibrillator. No intervention was performed. The patient would continue to be monitored.

Event description:
New information noted that the device was reprogrammed on (B)(4) 2019. The patient was fine.